Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the visual inspection of the returned device, it was revealed that the catheter shaft was cut. During the functional testing, the device was flushed without difficulty and a 0.0158¿ patency mandrel was advanced through the catheter with resistance noted at the cut section of the catheter shaft. Based on the information currently available the exact cause for the analyzed catheter shaft broken cannot be determined.

Event description:
During the analysis of the returned device, it was revealed that the catheter shaft was broken. No clinical consequences reported to the patient.